Event description:
Diabetes educator reported that back to back tests performed on a facility meter were 474, 327 and 400 mg/dl respectively (37% difference). No symptoms were reported. There was no allegation of harm.